Event description:
The facility sent an infusion pump with paperwork stating that a failure code 570. It was not specified if this failure occurred while infusing on a pt. However, the hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event. Although info was obtained, none was available regarding pt demographics, medications involved and the pump's programming.